Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported that the transmitter may have been expired, however this could not be confirmed. Customer declined to provide additional patient or event information. There was no reported impact to the customer's blood glucose level.